Event description:
One touch ultra meter had a date/time issue. The meter kept flashing "12:00". This issue was not resolved with troubleshooting. Pt had contacted doctor due to not able to test on meter. Pt was not given any treatment. No further clinical info was provided.